Event description:
It was reported that the patient underwent a right knee arthroplasty. Patient experienced pain, swelling, limited extension, limited range of motion. Subsequently, the patient was revised due to loosening of the bone cement 3 years 10 months post implantation. Patient was revised of a competitor device. Bone cement is the only product related to this complaint.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h4; h10. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The alliance partner reviewed the device history record. The batch record review of the affected batch did not reveal any abnormalities. The batch was prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successfully. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. As zimmer biomet does not hold investigation responsibility for the reported product a complaint history search will not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 1st visit bone scan: increased update around right knee prosthesis on blood pool phase and delayed images. Non specific but could be indicative of loosening or infection.; revision notes: patient complains on pain and stiffness, implants removed easily without any bonding of cement to them, cement was intact to the bone but not to the components. The complaint is confirmed. A definitive root cause cannot be determined.- no action was taken by the alliance partner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.